Manufacturer narrative:
Pump was received with intermittent down button response due to flattened button dome switch. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 138 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.